Event description:
Customer reported a malfunction on the pump with a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues arise.